Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 400 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. The customer also stated that the reservoir was chipped. Troubleshooting was performed and noticed that the reservoir was unable to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The reservoir tube lip completely was broken off and test reservoir will not lock or click in place. Insulin pump passed prime test and no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.